Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while the patient was in the hospital for a valve replacement, an interrogation of the cardiac resynchronization therapy defibrillator (crt-d) was made. Upon interrogation it was found that tachycardia therapy had been programmed off some time earlier after the patient received an inappropriate shock for atrial fibrillation (af) with rapid ventricular response. The physician initially programmed tachycardia therapy off while deciding if the patient needed a device since their ejection fraction had improved. However, upon further review the patient's ejection fraction was at 35% thus a revision procedure was performed. A revision procedure was performed where the crt-d was explanted and replaced during an upgrade procedure. No additional adverse patient effects were reported.